Manufacturer narrative:
(B)(4). No term available for device operated within specification. The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. No root cause analysis was performed as signal loss was within specification.